Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today¿s date has been entered into the required field. A follow up report will be filed upon completion of the investigation. Remains implanted.

Event description:
An expedium set screw loosened post operatively. The condition was discovered on an (B)(6) 2013 x-ray. Post-op film also suggests rod length may have contributed to loosening as it appears to potentially be short of passing fully across the head of an expedium polyaxial screw. The devices remain implanted. See mfg medwatch report no. 1526439-2013-33360 for the rod that was involved in this event.

Manufacturer narrative:
The samples could not be returned because they are still in the patient a 12 month review of the device history record for the single inner setscrew found 7 related complaints associated with a set screw loosening occurring post operatively. There was no harm to the patient reported in this complaint but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The number of complaints does not exceed the 36 month mean plus standard deviation for further trending action. No definitive conclusions can be made. Although the root cause cannot be positively determined, it is most likely due to the fact that the rod did not go across the entire screw head so abnormal loads were placed on the underside of the set screw. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Event description:
An expedium set screw loosened post operatively. The condition was discovered on an (B)(6) 2013 x-ray. Post-op film also suggests rod length may have contributed to loosening as it appears to potentially be short of passing fully across the head of an expedium polyaxial screw. The devices remain implanted. See mfg medwatch report no. 1526439-2013-33360 for the rod that was involved in this event.